Manufacturer narrative:
Concomitant medical products: product ID 3889, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from an advanced evaluation trial patient. The patient stated that they thought they may have a urinary tract infection (uti) because they were voiding more than usual which is what happens when they have a uti. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was indicated that at the time of report it was unknown if the issue was resolved. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.